Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/3. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported they were injected with 1ml of juvéderm® voluma¿ xc in the cheeks and injected with 2ml of juvéderm® volbella¿ xc in the infraorbital hollows. About two weeks after injection, patient began experiencing blurry vision and red eyes. Patient was treated with antibiotic ointment and acyclovir. Symptoms are ongoing. Additionally the injector reported they were not the one who treated the events and noted "it seems unrelated and the first thought was could possibly be dry eye disease, blepharitis, or allergies." This is the same event and the same patient reported under MDR ID# 3005113652-2023-00044 (allergan complaint # (B)(4). This MDR is being submitted for the first suspect product, juvéderm® voluma¿ xc.

Event description:
Patient reported they were injected with 1ml of juvéderm® voluma¿ xc in the cheeks and injected with 2ml of juvéderm® volbella¿ xc in the infraorbital hollows. About two weeks after injection, patient began experiencing blurry vision and red eyes. Patient was treated with antibiotic ointment and acyclovir. Symptoms are ongoing. Additionally the injector reported they were not the one who treated the events and noted "it seems unrelated and the first thought was could possibly be dry eye disease, blepharitis, or allergies." This is the same event and the same patient reported under MDR ID# 3005113652-2023-00044 (allergan complaint #(B)(4)). This MDR is being submitted for the first suspect product, juvéderm® voluma¿ xc.